Event description:
Additional information was received that there was noise resulting in oversensing likely due to myopotentials or lead damage. Provocative testing was performed which indicated lead damage. Additionally, the device was reprogrammed to resolve the event.

Event description:
During an in-clinic follow-up, noise was detected on the right atrial (ra) lead. No intervention has been performed. The patient was stable.